Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 425 mg/dl at the time of incident and current blood glucose level was 285 mg/dl. Customer¿s other blood glucose level was 400 mg/dl. The customer did not provides details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer not sure was using auto mode feature. Customer did not allege insulin pump was under delivering. Customer wishes to perform the high pressure test. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.